Event description:
The hospital reported that at the end of an endoscopic radial artery harvesting procedure, the vasoview hemopro device would not turn off. The jaws of the hemopro were observed to be glowing red. The activation toggle was not engaged at the time. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. A lot history record review was completed for the reported lot numbers. There were no non-conformances for the reported lot. The reported failure mode, "device remains activated," is currently being investigated in our CAPA process. (B) (4)